Event description:
It was reported that patient presented in-clinic for device check with an alert for extended charge time with a timestamp of a pre-implant date following vt episodes. Upon review of session record, the alert was a diagnostic anomaly and there was no issue with the device. It was suggested to clear the alert. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.